Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code after pump was briefly submerged in water. There was no reported adverse impact to the customer's blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.